Event description:
It was reported that, this right ventricular (rv) lead recorded an alert due to shock lead impedances out of range. This rv lead remains in service. No adverse patient effects were reported.